Manufacturer narrative:
According to the available information the altis sling was to be implanted on (B)(6) 2021 but the surgeon over rotated early and bent/broke the tip of the trocar on the patient¿s pelvic bone. The tip of the trocar did not break off inside the patient but rather over the scrub table when they attempted to bend the tip back to its proper shape. At that point the trocar was unusable, and they opened a new altis sling and completed the surgery. One introducer (right) was received for evaluation. Examination of the introducer revealed the tip was detached but not returned. The detachment end of the introducer showed rough and irregular surfaces, indicating stress was exerted. Blood residue was noted on the introducer. Based on the information received the physician over rotated early and bent the introducer tip on the patient¿s pelvic bone. Then when attempting to straighten the tip, the tip broke off. The information confirms the physician did not properly place the introducer around the bone, which resulted in the introducer tip bending. A component that has been damaged should not be used. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the surgeon over-rotated early and bent/broke the tip of the trocar on the patient¿s pelvic bone. The tip did not break off inside the patient, but rather it broke over the scrub table when they attempted to bend the tip back to its proper shape. At that point, the trocar was unusable and a new altis sling was opened to continue with the procedure.